Manufacturer narrative:
Device evaluation summary: device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on and the belt would not communicate. Upon evaluation of the electrode belt, there was thermal damage to the esd500 components on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. Upon evaluation of the monitor, there was extensive damage to the computer / analog (ca) board and defibrillator board. The cause of the extensive damage is high voltage deviation to low voltage circuitry. It cannot be ruled out that the short in the electrode belt induced the high voltage deviation in the monitor. Device manufacture date: monitor: 02/01/2018, belt: 07/20/2016.

Event description:
A us distributor contacted zoll to report that a patient experienced an event while in the hospital. When a zoll representative visted the patient following the event, the representative indicated that the patient may have been treated due to the blue gel being present. The zoll representative also indicated that the unit would not power on. The hospital staff indicated that they had to defibrillate the patient twice with their own equipment. Review of the available ECG information indicates that the patient received three shocks during ventricular fibrillation. It is unknown which shocks were delivered by the lifevest and which were delivered by the hospital staff equipment. It is also unknown when the unit became unable to power on. The patient remained in the hospital and was planned to receive an ICD.